Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer required 3rd party assistance, the 3rd party administered a manual injection to address their bg. The customer did have ketones but was identified as non-life threating by a healthcare provider.